Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty two balloons burst occurred during procedure. There was no pt injury. The products have been returned for eval and testing, however, the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.